Event description:
The customer reported that during a colostomy procedure, the cautery pencil did not work during the abdominal incision. The pt lost 1800cc of blood. Multiple pencils were tried unsuccessfully before the bleeding was stopped with the use of another cautery pencil. No add'l info is available.

Manufacturer narrative:
(B)(4). Eval of the incident pencil found it to function normally and within specs. No conditions were identified that would have caused or contributed to the reported event.